Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the available device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The available device data was inspected. The amount of charge taken from the battery was verified and found to be consistent with the battery status eri. The available device data showed no indication of early battery depletion. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported that eri status was noted via home monitoring approx. 36 months after the implantation. The device will be exchanged. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021